Manufacturer narrative:
The device was not returned to stryker for evaluation. The customer was educated on proper maintenance of the device and was advised to order a new battery. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device would not power on. There was no patient involvement reported with the event.

Manufacturer narrative:
H8 results code has been corrected to match investigation results.

Event description:
The customer contacted stryker to report that their device would not power on. There was no patient involvement reported with the event.